Event description:
It has been reported that a revision surgery was performed. A gii femoral component was removed from the patient, because there was something wrong with the biomet palecos cement. The patient also had an infection and asperation. Antibiotic cement spacers were put in the patient in place of the gii femoral component that was removed.